Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report due to a pinhole in the balloon material. The device was returned with the balloon deflated. Although the report states the balloon was inflated with air an unknown dried substance, likely contrast, was within the balloon indicating a fluid was used to inflate the balloon. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not fully inflate or hold pressure and leakage was observed from a pinhole in the middle to proximal area of the balloon material, confirming the complaint. A kink was also observed in the in the silver printed area of the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis note: the pre-loaded wire guide and on/off wire guide switch associated with this device was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report due to a pinhole in the balloon material. A definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the dilation balloon] was attempted to [be] used via endoscopy but the balloon didn't inflate. There was no reportable information at this time. This device returned and was evaluated 11july2024. The balloon was tested and there is a pin hole in it [and returned with evidence of dried liquid substance in balloon]. This occurred prior to patient contact; there was no impact to the patient.